Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, functional stress testing without duplicating the reported malfunction. The battery used at the time of the reported event was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the clinical and error logs did not find evidence to support the reported event.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device shuts off. Complainant indicated that there was no patient involvement in the reported malfunction.